Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/1/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ¿ did this issue contribute to any patient adverse event? ¿ were there any unexpected outcomes or complications resulting from the prolonged surgery time? ¿ how long, in minutes, did the surgery prolong? ¿ which tissue was being sutured when the event occurred? ¿ was additional dissection required in other organs/tissues other than the target tissue? ¿ was there any change in the patient¿s post-operative care due to the prolonged procedure? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. When using the barbed thread for a bypass, the surgeon realized that the thread did not hold. That is, he could remove it very easily. 5 threads in a row. Notching is therefore not effective. Immediate action: removing the wire. In the end, after 5 wires, transition to v-lock. Consequence: waste of wire, loss of time, bothered surgeon, potential important patient risks. There were no patient consequences reported. Additional information was requested.